Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
Device available for evaluation - correction.

Event description:
Subsequent to the first follow-up for this MDR report number 3004753838-2015-30171, it was noticed that the incorrect MDR report number had been entered on it and the follow-up information reported in it was for MDR report number 3004753838-2016-30171. Please disregard the information in this report as the information was submitted in a follow-up report for 3004753838-2016-30171.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed related to complaint. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.